Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of their customer that the a-beam-3 beamer argon probe 2.3mm 230cm (10/cs) was being used on (B)(6) 2023 during an unknown procedure and ¿using argon probe in pt. Pulled the probe out of scope and little white tip was detached. No indication of harm to patient. Per physician performing the case the small tip <1mm will pass through the colon without issue¿. The procedure was completed without an alternate device and there was no delay. Patient has no issues from procedure. This report is being raised on the basis of injury due to fragment remaining in the patient.

Manufacturer narrative:
The device will not be returned and no photographic evidence has been provided therefore the reported event cannot be verified. A 2 year lot history review found this is the only event for this lot number and failure mode. A device history record review was requested from the manufacturer and no indication of abnormalities was communicated. A two-year review of complaint history revealed there has been a total of 1 report, regarding 1 device, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00002. Per the instructions for use, the user is advised the following: the distal end of the probe must always be within the field of view on the endoscope before and during activation of the beam. Never activate the beam without visually checking. The user is also precautioned to ensure the elevator is open before pulling the probe back or the tip could be damaged or could detach. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Update: per assessment received on 10mar23, lot number "212149 was left in the patient and the patient successfully passed the instrument with no issues". No medical/surgical intervention or pro-longed hospitalization was required for the patient. The patient was reported as "excellent health". The sales representative reported on behalf of their customer that the a-beam-3 beamer argon probe 2.3mm 230cm (10/cs) was being used on (B)(6) 2023 during an unknown procedure and ¿using argon probe in pt. Pulled the probe out of scope and little white tip was detached. No indication of harm to patient. Per physician performing the case the small tip <1mm will pass through the colon without issue¿. The procedure was completed without an alternate device and there was no delay. Patient has no issues from procedure. This report is being raised on the basis of injury due to fragment remaining in the patient.